Event description:
It was reported that the patient noticed backup battery (ebb) alarms on the controller which did not resolve with multiple self-tests. The ebb was changed but the problem persisted. Both the controller and modular cable were exchanged which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the log file downloaded from the returned system controller; however, the reported event was not reproduced during testing of the returned controller. The downloaded system controller event log file contained approximately 8 days of relevant data (B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured intermittent backup battery faults alarms from (B)(6) 2023 at 19:50:15 until the controller was powered off (captured on (B)(6) 2023 at 19:04:47) due to the backup battery not passing the load test. Throughout this time frame, the backup battery fault alarms intermittently resolved as multiple additional load tests were performed and the backup battery would pass the load test; however, the alarm would then reactive due to the backup battery not passing the load tests. The backup battery did not pass the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records (DHR) were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 05feb2023. Review of the DHR also revealed that the system controller was manufactured with the implementation of corrective and preventative action (CAPA) 116200, which implements the application of grease on the backup battery ribbon cable. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.